Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative

Event description:
Information received from the field does not address the patient's clinical status but notes <200 ohms bipolar lead impedance. Unipolar impedance was about 500 ohms. Sensing could not be determined while in the bipolar configuration. The device was programmed to unipolar.